Event description:
A patient, status post-op for quad tendon repair, presented at physicians office for a scheduled 2 week post-op visit. Patient complained of failure of the knee immobilizer. Three metal rods on posterior surface of the knee immobilizer had perforated the foam padding. The patient complained that metal rods were cutting into their skin. The patient (a retired engineer) had improvised cloth padding to protect their skin. The manufacturer advised that specification for that device includes muslin padding. The padding appeared to be missing from the device received by the patient.